Event description:
It was reported that the pulse generator had no output and would not interrogate when it was connected.

Manufacturer narrative:
Final analysis found that the device as received could be interrogated and was in backup vvi mode, due to nonmaskable interruption. Normal backup vvi characteristics were measured. After downloading the product code, normal device function ensued. The cause of the backup vvi could not be determined.